Manufacturer narrative:
A bec field service engineer (fse) replaced probe a and b valve, sample probe, and adjusted vacuum pressure. Fse was able to reduce drip and was able to determine that qc issue was a result of improper storage of biorad qc material. No further leaking reagent probe complaint has been filed as of (B)(4)-2011. (B)(4).

Event description:
A customer contacted beckman coulter inc (bec) to report qc errors and leak around reagent probe b. The customer stated reagent b probe leaks as it pipettes. No injury or exposure was reported.